Event description:
On (B)(6) 2024 an ilet user reported they experienced a low blood glucose (bg) event requiring assistance to treat. The event occurred on 6/22/24. On (B)(6) 2024 the user reported ems was called around 7:00 pm because the user's bg wasn't registering on the ilet or dexcom g7 continuous glucose monitor (cgm), and they were unconscious and unresponsive. The user's mother had to call ems. When ems arrived, their bg reader indicated levels too low to read (below 20 mg/dl). Ems administered oxygen, and the user regained consciousness after about 20 minutes with an IV in their arm. The user was unsure what they were treated with by ems. The user was not transported to the hospital. Earlier that afternoon, the user had been gardening without the ilet connected, as it was on the charger. They began to feel unwell and returned inside, at which point they lost consciousness. The user recalled hearing their mother say, "don't fall," before waking up to ems assistance. After feeling better, they reconnected the ilet.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The hypoglycemia was preceded by a sharp rise and then sharp fall in cgm glucose: in 70 minutes, cgm glucose rose 94 mg/dl and then dropped 211 mg/dl. This initially triggered insulin dosing, and then subsequently dosing was suspended. Immediately after this period, the ilet was placed on the charger. Cgm glucose rose back into range during this time until the cgm sensor had a "brief sensor issue" before and after the hypoglycemic event. The ilet was removed from the charger during the hypoglycemic event. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was caused by the user participating in activity (gardening) just after receiving insulin doses in response to a sudden increase in cgm glucose. The significant variability in cgm glucose, coupled with the "brief sensor issue" alert could indicate that cgm was reading inaccurately, which caused the ilet to dose insulin that was not needed and resulted in this hypoglycemic event.